Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® cat (clot activator tube) plus blood collection tubes had fm and poor barrier separation. No serious injury or medical intervention reported.

Event description:
It was reported that the bd vacutainer® cat (clot activator tube) plus blood collection tubes had fm and poor barrier separation. No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for evaluation. A DHR review was conducted, and no issues were identified. No changes were made to the investigation or closure documentation. Without samples or photos no root cause could be determined.